Event description:
During attempts to advance a coronary stent with delivery system through tortuous vessels to the target lesion site in the pt's circumflex artery, the stent dislodged off the balloon catheter and embolized within the coronary circulation. The stent was successfully retrieved using a microsnare. Another MFR's stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.